Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and no button was functioning. The customer¿s blood glucose during the incident was 240 mg/dl. The time on the clock advanced when monitored for one minute. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board. No button error alarm and audio or beep anomaly noted during testing. Device received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.